Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to posterior cruciate ligament (pcl) deficiencies. The femoral component was exchanged as consequence. The associated journey ii cr oxinium femoral component was not returned for evaluation. Therefore, a product analysis could not be conducted. After repeated requests, smith and nephew has been unable to obtain device details. As device batch was not made available, device history record review cannot be completed. Complaint history review was performed with part number and found no other complaints with the same failure mode reported. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved with no batch information and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to pcl deficiencies. The femur was exchanged.